Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. It was reported performance breakage suture and performance pull off suture needle. An unopened sample was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. Functional tests were performed and the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance breakage suture or performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 12 device issues captured in reports 2210968-2019-80989, 2210968-2019-80992, 2210968-2019-80993, 2210968-2019-80994, 2210968-2019-80995, 2210968-2019-80996, 2210968-2019-80997, 2210968-2019-80998, 2210968-2019-80999, 2210968-2019-81000, 2210968-2019-81001, and 2210968-2019-81002. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjp989, k9420 and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent dental surgery on (B)(6) 2019 and suture was used. During the procedure, the thread broke in the mouth and the thread pulled off. A like device was used to complete the procedure. There were no adverse patient consequences reported.